Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received loaded inside the capsule of the delivery system. The valve was discolored showing evidence of blood contact. The valve frame was received in a compressed state, with the outflow showing an elliptical shape and the inflow resembling a reniform shape. As received, all leaflets appeared to be in an open position with a large gap between their respective free edges. All leaflets exhibited stiffness, dehydrated with limited flexibility, showing pronounced creases and visible frame imprints. All commissures appeared intact. All sutures appeared intact. The valve was immersed in a warm saline bath maintained at approximately 37¿°c. Upon submersion, the frame exhibited expansion; however, the valve appeared to remain in a partially compressed state. This residual compression may be attributable to prolonged storage within the capsule of the delivery system, although the exact duration is unknown. No signs of frame damage, such as bends or kinks, were observed. Due to the returned condition of the valve, a deployment simulation could not be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for use of the transcatheter aortic valve evfxplus-29, the valve load was confirmed to be adequate using x-ray imaging. A pre-implant balloon dilation was performed using a 20 mm balloon. The valve was deployed, recaptured, and repositioned three times. An infold was observed in the valve frame. The valve was withdrawn from the patient, and a new system was used for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for use of the transcatheter aortic valve evfxplus-29, the valve load was confirmed to be adequate using x-ray imaging. A pre-implant balloon dilation was performed using a 20 mm balloon. The valve was deployed, recaptured, and repositioned three times. An infold was observed in the valve frame. The valve was withdrawn from the patient, and a new systemwas used for the procedure. No patient complications have been reported as a result of this event. Additional information was received to report the valve was recaptured within the delivery catheter system due to a deep implant depth. This resulted in a procedural delay.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Corrected data: e. Initial reporter facility street 1. H4. Device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for use of the transcatheter aortic valve evfxplus-29, the valve load was confirmed to be adequate using x-ray imaging. A pre-implant balloon dilation was performed using a 20 mm balloon. The valve was deployed, recaptured, and repositioned three times. An infold was observed in the valve frame. The valve was withdrawn from the patient, and a new system was used for the procedure. No patient complications have been reported as a result of this event. Additional information was received to report the valve was recaptured within the delivery catheter system due to a deep implant depth. The infold was observed after the third repositioning and recapture. A procedural delay occurred as a result of the infold.